Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 50512929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, blood pressure high, stroke, paraesthesia upper limb, lupus syndrome, migraine, cerebral artery occlusion, uterine dilation and curettage, threatened abortion and paratubal cyst. Concurrent conditions included benign essential hypertension, atrial flutter, cough, heartbeats irregular, irregular periods, low back pain, menorrhagia, systemic lupus erythematosus and overweight. Concomitant products included ibuprofen from (B)(6) 2010 to (B)(6) 2018. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression / psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish / psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with cefazolin, diazepam (valium), diltiazem hydrochloride (cartia xt), hydrochlorothiazide, hydrocodone bitartrate;paracetamol (norco), metoprolol, triamterene (triamteren), zolpidem tartrate (ambien) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight (B)(6) lbs. Patient received treatment for pelvic pain, abdominal pain, menorrhagia discrepancy: previously noted hysterosalpingogram with successful occlusion and currently patient did not undergo essure insertion date discrepancy noted as per summons-??-(B)(6) 2009 and as per pfs (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case the following events were confirmed via patients medical record menorrhagia, pelvic pain, most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition:mental anguish, abdominal pain added, event pelvic pain outcome updated to "recovered/resolved" and patient details, medical history, concomitant condition, medication, lot number were added. On (B)(6) 2019: fu 2 and 3 process together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 50512929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, blood pressure high, stroke, paraesthesia upper limb, lupus syndrome, migraine, cerebral artery occlusion, uterine dilation and curettage, threatened abortion and paratubal cyst. Concurrent conditions included benign essential hypertension, atrial flutter, cough, heartbeats irregular, irregular periods, low back pain, menorrhagia, systemic lupus erythematosus and overweight. Concomitant products included ibuprofen from (B)(6)2010 to (B)(6)2018. In (B)(6)2009, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression / psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish / psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with cefazolin, diazepam (valium), diltiazem hydrochloride (cartia xt), hydrochlorothiazide, hydrocodone bitartrate;paracetamol (norco), metoprolol, triamterene (triamteren), zolpidem tartrate (ambien) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 240 lbs. Patient received treatment for pelvic pain, abdominal pain, menorrhagia discrepancy: previously noted hysterosalpingogram with successful occlusion and currently patient did not undergo essure insertion date discrepancy noted as per summons (B)(6)2009 and as per pfs (B)(6)2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case the following events were confirmed via patients medical record menorrhagia, pelvic pain, lot number:50512929 manufacture date:2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.